Event description:
N/a.

Manufacturer narrative:
Corrected fields-e1- event site telephone, h6-(medical device problem,component code). Updated fields- b4, e1-2 letter state, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Event summary and root cause evaluation- it was reported by the (B)(4) through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had gas loss and condensation in tubing. There was no harm or injury reported. (B)(4) ccu rn, called for assistance with a gas loss alarm and condensation in the helium tubing. (B)(4) reported that he already called the teleflex clinical line and they sent him to us stating it was a pump issue only. Esp personal explained the nature of both the gas loss alarm and the condensation in the line as well as the cardiosave's ability to manage condensation. Esp personal had him perform a fill as the pump was still alarming in the background. (B)(4) reported his patient was on the vent with a peep of 8. Esp personal explained that the alarm was likely caused by high intrathoracic pressure due to the patient's high peep, however, esp personal asked dylan to call back if the alarm sounds several times in a row as we would potentially need to address the condensation in the line at that point. A gas gain or loss in the iab circuit takes place when a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period greater than or equal to 80 msec and deflation period greater than or equal to 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions or restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, patient movemnt the probable root cause of the alarms could be due to iabp issues. Based on the information provided, esp personal explained the nature of both the gas loss alarm and the condensation in the line as well as the cardiosaves ability to manage condensation. (B)(4) reported his patient was on the vent with a peep of 8. Esp personal explained that the alarm was likely caused by high intrathoracic pressure due to the patients high peep. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b1, b4, e1 (event site postal code), g3, g6, h2, h11 corrected fields: b5 keeping UDI partial in emdr (B)(4) as serial number is unavailable. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.

Event description:
It was reported by the dylan through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had gas loss and condensation in tubing. There was no harm or injury reported.